Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes the following information was provided by the initial reporter: lithium heparin had spring during customer use to keep blood collection (tube were push off during customer use.)

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tube push off as all samples met specifications. Ten (10) of the retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.